Event description:
It was reported that the patient was unable to adjust stimulation. Triple beeps were noted when increasing and decreasing stimulation. Additional information reported that the patient had a loss of therapeutic effect with no stimulation sensation. The patient programmer was replaced, but the same problems continued to occur. The patient was referred for stimulator replacement. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.